Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The pt was receiving taxol. After half of the taxol was delivered, the pt reported to the nurse that the solution was leaking. The nurse noted that, the tubing separated from the filter outlet. The chemotherapeutic agent was cleaned up according to the facility's protocol. The dr was notified of the leak and ordered the taxol delivery discontinued for that day. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that, the device was discarded. The lot# of the device that was in use is unk; however, the customer reported four possible lot numbers - 331395h, 391265h, 360095h, and 23068ns.